Event description:
It was reported by the patient that the batteries caused the case to melt on the patient activator and the batteries are dead. It was noted that the patient activator was functioning as expected until this call. The patient is returning the activator and a new one was ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: model number: 9529, serial number: (B)(4), implanted: (B)(6) 2012. (B)(4).